Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, foreign material was found in the packaging. After the packaging for a taxus express2 2.5x8mm drug eluting stent was opened a "likely hair was discovered" in the sterile pouch. Another taxus express2 stent was used to complete the procedure. No pt complications occurred.